Manufacturer narrative:
The technician found the siderail center arm assembly was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).